Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited t wave oversensing, resulting in inappropriate anti-tachycardia pacing (atp) and three shocks to the patient. Technical services (ts) discussed troubleshooting and programming options. Additional information was received which reported that the physician reprogrammed the device to allow the device to pace 100% and avoid the t wave oversensing. No adverse patient effects were reported. The device remains in service.